Manufacturer narrative:
Manufacturing investigation conclusion: review of the log files provided by the account confirmed lvad fault alarms. The submitted controller log files showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the reported lvad fault alarm was activated. Based on the captured power values and the corresponding data from the lvad log files, the pump was operating normally at the set speed during these events. The observed lvad fault alarms appear to be caused by an issue with the current monitoring circuit on board the pump; however, a specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no further events have been reported at this time. The hm3 lvas IFU addresses all system alarms, including the lvad fault alarm, and the recommended actions associated with them. The hm3 patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 15 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that an lvad fault occurred and the system monitor displayed only pump power consumption. It was confirmed that therapy was working the entire time. The only problem was in the calculation of pump parameters. No additional information was provided.